Manufacturer narrative:
UDI ¿ (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device was continuously turning with out pressing the trigger. It was not reported if there was a delay in the procedure due to the event. It was reported that there was a spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the bearings of the handpiece device were worn. It was further determined that the device failed pretest for check for leakage, check fitting of the lids, check falling out protection (steal ring), and check of free movement. Therefore, the reported condition that the device turns continuously without pressing on it was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.